Event description:
Patient in isolette that has a pole attached to it for attaching pumps. Rn, rcp (respiratory care practitioner), and patient's mother at bedside performing hands-on care when one of patient's medfusion pumps suddenly snapped/broke off at the site where the pump can slide on and off of the clamp. Rn was able to catch the pump before it fell all the way to the floor. Patient has a peripherally inserted central catheter (PICC) line and the patient's medline with saline flush syringe was attached to that pump but not infusing at that time. Medfusion pump was taken to be red tagged and staff picked up the pump. Please note that the clamp is a separate non-serialized part from the pump. There was no harm in this event and this is not a recurring event.